Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 475 mg/dl. Customer experienced diabetic ketoacidosis and treated themselves via insulin shot. Customer advised they did not feel well and would go to the hospital. Troubleshooting for the motor error on the insulin pump was performed. Customer cleared the alarm and did not have to rewind the device. Customer received more than one motor error alarm in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test inches. No motor error or pump error were noted during testing. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.